Event description:
Heat wrap did not work [device ineffective]. Case description: this is an initial spontaneous report from a non contactable consumer. This female consumer (race unk) started to use heat wrap (thermacare lower back and hip) as per the instructions (indication and duration unk). Relevant medical history and concomitant medications of the consumer were unk. On an unk dat the consumer mentioned that heat wrap did not work for her. Relevant laboratory tests were unk. Last action taken with heat wrap was unk. Therapeutic measure taken in response to the event was unk. Clinical outcome for the reported event was unk at the time of report.